Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Attempts to obtain additional information have been made. The surgeon was unable to provide further details. (B)(4).

Event description:
A surgeon reported that a patient presented with endophthalmitis following an intraocular lens (iol) implant surgery. The endophthalmitis resolved with the treatment, and the iol remains implanted. Additional information was requested; however, the surgeon was unable to provide further details.